Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of death is listed in the vision instructions for use (IFU) as a known adverse pt event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 3.0 x 12mm vision (part# 1007842-12, lot 0030841) is being filed under a separate MFR #.

Event description:
It was reported that the pt presented with cardiogenic shock due to myocardial infarct and during the procedure while inserting the stent delivery system (sds) in the pt anatomy, under fluoroscopy, the physician could not see the stent on the balloon/sds. The stent implant was located still within the protective sheath. Reportedly a second 3.0 x 12 mm vision stent was used to complete the procedure. The physician stated that the pt died soon after the procedure from cardiogenic shock due to myocardial infarct with occlusion of the circumflex artery. There was no additional info provided. The date of death was not provided.